Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient reported that her cgm was reading low mg/dl while her bg meter was reading high mg/dl. The patient was experiencing weakness, increased thirst, and increased urination. The patient self-treated with insulin, progesterone, and by taking a ketone test (result not reported). At some point, the patient¿s fiancée took her to the ER. The patient was treated with an unspecified ¿bag of fluids¿ and had ¿some tests¿ done. It was confirmed that the patient had ketones but was not in dka. The patient was discharged home after approximately 8 hours. The patient was tired at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.